Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: a review of the black box showed the auto off alarm was set to enable for 13 hours. The pump alarmed auto off causing a delivery interruption. During investigation, the pump passed all delivery accuracy testing. The pump history and black box showed no evidence of pump malfunctions related to delivery functions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was reported that the pump was not working properly or delivering insulin. The reporter also alleged that the pump kept beeping. Customer technical support was unable to troubleshoot at the time of the call as it was also reported that the pump was unavailable as it was lost. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation against the delivery function of the pump.